Event description:
While inserting im nail into right femur, the bone clamp being used to hold fractured bone in place broke into two pieces while still in patient. Both pieces were fully-recovered and no harm to the patient occurred.